Manufacturer narrative:
Continuation of d10: 5076-52 lead, 383069 lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient came to the hospital because they were experiencing weakness and shortness of breath. It was noted that the electrocardiogram (EKG) showed that the patient's heart rate was seventy beats per minute (bpm), but another monitor showed the patient's heart rate as fluctuating between forty-three and seventy-three bpm. Additional information received indicated the right ventricular (rv) lead exhibited possible oversensing. It was also reported that review of telemetry monitor in hospital showed two brief episodes with pacing below programmed lower rate limit and occasional episodes of bradycardia, acute bilateral pulmonary embolism, and venous thromboembolism (vte) which was not the first occurrence of vte as the patient experienced a fall with injury one month prior. The rv lead sensitivity and safety margin were re-programmed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant: 383069 lead implanted: (B)(6) 2023; 5076-52 lead implanted: (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient came to the hospital because they were experiencing weakness and shortness of breath. It was noted that the electrocardiogram (EKG) showed that the patient's heart rate was seventy beats per minute (bpm), but another monitor showed the patient's heart rate as fluctuating between forty-three and seventy-three bpm. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.